Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced an issue with infusion set cannula bent and insertion site was at abdomen. The infusion set was in use for less than a day. The blood glucose was observed high at the time of event, therefore the patient was treated with correction injection by mdi.